Manufacturer narrative:
The product has been received, and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that during functional testing, the device powered up without display. Complainant indicated that there was no patient involvement in the reported malfunction.